Event description:
It was reported that the patient experienced an inadequate stimulation. All device components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred years ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 5165912/5165914. Product family: scs-lead fixation upn: m365sc43160 model: sc-4316 batch: 22659865.